Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 200s (mg/dl). Customer contacted tandem technical support to address bg levels. Reportedly, customer is a new pump user and their settings are currently being adjusted by their health care provider (hcp). Recommendation was made to continue to consult with hcp for diabetes management.